Manufacturer narrative:
Type of follow up - device evaluation. Device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received the coil remained attached to the pushwire. In addition, as received the tack weld replacement crimp was found to be intact and the pushwire was broken; however, it was not broken at the correct location for manual detachment as directed in the axium coil instructions for use. Both of these factors may have led to the difficulty during detachment. The implant coil was successfully detached during analysis when the correct method of manual detachment (via hypotube) was conducted. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
(B)(4). The axium nylon coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil is defective and it did not detach during the procedure. No further information was provided.